Event description:
It was reported that at 72,160 joules during a prostate procedure, the laser system presented an error code 711. The case was completed using and alternate procedure (turp). Patient outcome: "ok" - there was no injury to patient reported.

Manufacturer narrative:
System analysis/ service repair in the field was performed on (B)(6) 2016. The replaced q-switch driver s/n (B)(4) was received at the manufacturer on (B)(6) 2016. The q-switch driver was sent to the supplier.

Manufacturer narrative:
System analysis/ service repair on (B)(6) 2016: the reported issue of "error message 711, 820" were confirmed while firing laser five times at 180 watts for 5 minutes, fifth time the error 330 and 712 q-switch occurred. The q-switch s/n (B)(4) was replaced. The console was tested five times after replacing q-switch driver and verified output and operations. The system was tested and verified to meet manufacturer's specifications. The replaced q-switch driver s/n (B)(4) was received at the manufacturer on august 16, 2016.